Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord and wig wag brake were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the power cord on the 9800 system was damaged. Also the wig wag brake would not hold. No pt injury was reported.